Manufacturer narrative:
The insulin pump was unable to verify stuck in manufacturing mode due to critical pump errors. The insulin pump was received with critical pump error (open book image) and the pump trace download analysis confirmed pump error due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. The insulin pump was received with cracked case on battery tube area. The pump also had a scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, peeling end cap address label moisture damage on motor home switch and corrosion on all electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that back of the insulin pump case was cracked from the left side to the clip ridges. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.